Event description:
The provider states the right front wheel is broken. The caller didn't have additional information.

Manufacturer narrative:
Follow up to be sent if additional information is received.